Event description:
The customer stated he fell on the floor four times and a rescue squad was called to pick him up. Customer is disabled. The paramedic reviewed the customer's contour next ez and advised that he should not have been that weak with blood glucose readings of 124mg/dl. Paramedic retested on the ambulance meter and received a reading of 178mg/dl. The customer was given an insulin injection. Test strip information was not provided. The strips are not expected to be returned for evaluation. A new meter was sent to the customer.